Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to this issue, the label on the back of the pump was observed to be peeling off. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.